Event description:
Customer reported receiving inaccurate blood glucose tests. Customer received readings of 13.9 mmol/l compared to a lab result of 6.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.